Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted tones in an isolated instance. Technical services (ts) was consulted and discussed available data for battery longevity. Ts recommended performing a patient initiated interrogation and sending the data for analysis. This device remains in service. No adverse patient effects were reported.